Event description:
Procedure: thoraco/wedge/segmental. According to the reporter: the tip of the product came off upon opening the package. Another device was used. No patient involvement. Patient age, gender and weight: not provided. Operating time not extended.

Manufacturer narrative:
(B)(4).